Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the patient's family member that the patient questioned if their implantable cardioverter defibrillator (ICD) was malfunctioning. After implant of the ICD over twenty years ago, the patient continued to have "heart attacks and defibs". After a move to a warmer climate, the patient was fine until recently they began to have "heart attacks" again. It was further reported that the patient typically has a low heart rate but finds that the ICD seems to reach an undesired heart rate for a short time and then paces again normally. The ICD remains in use. No further patient complications have been reported as a result of this event.